Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b18, b20. Continued h.6. Investigation conclusions code: d1101, d1102. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that they were injected in the nasolabial folds with 0.1 ml of juvéderm® ultra xc with a re-use of the syringe. A few hours later, patient experienced purple dots, pain, and vascular occlusion type symptoms on the under left eye. Their nose had a bluish tone on the left side. Patient went back to the office and was treated with a warm compress, 20 units of hylenex in quadrant where filler was injected, and advised to take 300 mg of aspirin in the morning. The patient had taken a total of 650 mg of aspirin. On the next day, patient was dissolved the filler on the left side and all symptoms resolved immediately. Later, healthcare professional reported 0.3 ml filler in 3 areas of face then had a bluish tinged area 2 of left nostril that extended across the bridge of nose to just past midline cap refill to area l3 sec. Repeated hot compresses and injected 20 unites hylenex (super site) in quadrant where filler was injected l of l nostril in this pattern and then resumed hot compresses to area. Patient was injected with the entire vial of hylenex 150 usp/ml across entire injection area l of l nostril. Resumed hot compress with pinkness had returned to nose and cap refill 1-2 see tenderness per position where hylnex injected and area slightly swollen. Later that night, patient reported their nose is tingly face sore and inflamed but not blue or lacking in color. Symptoms fully resolved on same day.